Event description:
A liability claim mgr from a 14 hosp health care system reported via medwatch, that a pt's esophagus was perforated during an endoscopy procedure. A barium swallow was prescribed to confirm the perforation and the pt was taken to surgery for repair of the perforation. The pediatric pt, admitted to the facility with a congenital abnormality, is reportedly doing well.